Event description:
A 2.25mm diameter x 14mm length micro driver mx2 stent delivery system was inserted into a pt for the treatment of a mid-lad lesion. The vessel morphology was reported to be moderate tortuosity with mild calcification and 90% stenosis. It is unk if the lesion was pre-dilated. It was reported that it was very difficult to push the catheter through the guide and that there was a lot of resistance felt. The device was inserted and the physician felt resistance due to plaque. Upon removal of the sds, a huge clot had developed on the wire and was most likely the reason for the resistance observed. During the attempt to cross the lesion, the sds had kinked and was re-straightened; ultimately the shaft of the device broke. The device was successfully removed. A micro driver otw sds was also attempted and met with resistance due to the clot on the wire; however, the stent was deployed at the lesion site. No add'l clinical sequelae were reported and the pt is fine. Medtronic has received the device and its analysis has been completed. Distal tip is damaged. The hypotube was detached 46cm distal to the strain relief. The z-component was located on the doc/stop joint and could not be moved. The stent was positioned between the balloon pillows and marker bands.